Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. The old aus was removed during a previous surgery and a new aus was implanted in this subsequent procedure. No information about the patient's outcome was provided. Additional information received. The previous aus was removed due to infection. The patient had a good outcome with no further complications.